Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, it was discovered that the trunk cable connector was broken. The root cause for the broken connector be positively identified, but was likely the result of excessive force. No adverse event resulted from the broken trunk cable connector.

Event description:
A review of svc data detected a reportable event. During servicing, electrode belt sn (B)(4) was found to have a broken trunk cable connector. The last pt to use this electrode belt did not report any problems.